Event description:
Citrate infusion with continuous renal replacement therapy (crrt), continuously alarming air-in-line. All troubleshooting completed related to tubing placement in sensor. Noted that tubing is filled with champaign air bubbles between air-in-line sensor and patient. Registered nurse (rn) caregiver describes that they have been having this same issue all night. Pump removed from service, sequestered for testing with tubing (490100, unknown lot number). New pump and tubing (primary without y-site; ref #362035), new bag initiated. Manufacturer response for b. Braun infusomat, (brand not provided) (per site reporter). Awaiting response.